Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient presented with rainbow glare in both eyes two weeks post uneventful lasik. The patient reported the symptoms are better over the past week but still bothersome at night. The patient will be seen in follow up at a later date. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.